Event description:
It was reported that a critical alarm of safe state was not heard, but confirmed by telemetry. The reset occurred the day prior to the report. The safe stated occurred the day of the report. It was also stated that the patient experienced increased pain in the past 24 hours. The reporter was contacted due to the patient claiming that the pump was not working. It was unknown if there was going to be a pump or catheter replacement. The pump was used to deliver dilaudid and marcaine. It was later reported the patient had a return of pain symptoms. The patient was to have the pump replaced. It was reported 6 days later that there was no indication of electromagnetic interference (emi). The pump replacement had not been scheduled.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported there was successful replacement surgery on (B)(6) 2014. It was later reported the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found pump battery with high resistance. Analysis found corrosion present on gear wheel three. Analysis found slight residue present in the pinion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.